Manufacturer narrative:
Updated: h6, h10. Corrected: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported ¿e101¿ error message was likely due the malfunction of the cooling fan, causing the inside of the chassis to become hot, resulting in the indicated error message. The root cause of the faulty fan could not be determined. In addition, the following non-reportable malfunction was found during the device evaluation: front panel dents olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that during pre-use checks for an intended laparoscopic procedure, an error "e101" occurred. The intended procedure was completed using another similar device. There was no patient injury, associated with the event, reported to olympus.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was reproduced. In addition, the high intensity mode was found not to function due to sensor failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.